Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test. All operating currents were within specification and the off no power alarm functioned properly. No unexpected low battery alarm was noted. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a broken belt clip slot and a broken reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and for motor errors and that the issue had been ongoing for more than a year. No blood glucose reading was provided. The customer reported that the motor error alarm usually occurred during bolus deliveries. The customer reported that the insulin pump had been exposed to a machine at his school and x-ray machines at the airport. The customer was able to complete the rewind sequence. The customer was unable to troubleshoot due to the alarms being a past issue and was advised to call when a no delivery alarm occurs in order to troubleshoot. The customer reported that the no delivery alarms in the past were resolved with a complete set change. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.